Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's mother reported via phone call that during the night, the customer received a lost sensor alert and the sensor was pulling out, they performed reconnect old sensor and it went to warm up but when the customer woke up in the morning, they found that the insulin pump was blank. Blood glucose value was 177 mg/dl. It was advised to insert a new battery; the insulin pump alarmed battery out limit. The alarm was explained and they were assisted with the settings. The insulin pump would not be replaced.